Event description:
Same case as MDR # 2134265-2012-02179. It was reported that during a stenting treatment procedure, a balloon rupture and stent damage occurred. Access was obtained via the femoral artery. The 75% stenosed lesion being treated was located in the mildly tortuous, moderately calcified left main artery. The physician implanted a 4.00x12mm promus element plus stent in the target lesion, the performed intravascular ultrasound (ivus). A segment of the implanted stent appeared to be concentric so the physician postdilated the stent at 16atm and then repeated ivus. The segment of the implanted stent still appeared to be concentric, so the physician advanced a 4.5x12mm quantum apex balloon catheter to the implanted stent. Upon the second inflation at 30atms, the balloon ruptured and the stent appeared to be slightly deformed at the distal end. The quantum apex balloon catheter was successfully removed and ivus was repeated. It was noted that the struts of the implanted stent were no longer aligned with the vessel wall. The physician used a 4.0x12mm quantum apex balloon catheter to postdilated the implanted stent. Ivus was performed and a good patient outcome was confirmed. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).